Event description:
In 2009, the sales representative reported that there was a revision surgery for an unknown reason. No sales representatives were in surgical suite. When the sales representative retrieved the instruments, it was identified that the tips of the drivers were twisted. There is no further information available.

Manufacturer narrative:
No device will be returned. This medwatch was implemented to report an adverse event.